Event description:
There was an allegation of questionable low calcium gen.2 results from the cobas 8000 c 702 module. Data for one sample was provided. The initial result was 6.9 mg/dl and was reported outside of the laboratory. The repeat result was 8.6 mg/dl and was believed to be correct. The reagent lot number was 589585. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer found the vacuum tube on the cell rinse unit was partially kinked. He replaced the affected tubing and adjusted the cell rinse, detergent, and water blank dispense levels. He checked for proper vacuum evacuation of reaction cells, replaced the reaction cells, and performed a water bath exchange, cell blank, and photometer check. He performed a precision check that was acceptable. The investigation determined the service actions resolved the issue.